Event description:
It was reported that a presented with their atrial lead dislodged. There were no adequate measurements. On (B)(6) 2023, fluoroscopy was performed and confirmed the dislodgment. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not yet recevied.